Event description:
Customer reports the following: "pump throwing multiple alarms during test infusion in biomed shop."flow control reported: "activevalveactuate/checkposition: secondary inlet move retry limit fault." (Cam movement failure). Multiple alarms during test infusion due to cam movement failure; stopped an active test infusion.reporting due to the referenced technical issue; no adverse effects or serious injuries were reported.more information is needed to complete the investigation.